Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, it was noted that capture threshold, sensing, low voltage (lv) lead impedance, and high voltage (hv) lead impedance all had decreased electrical values. No further information was available. The lead was explanted and replaced and the patient was stable with no adverse consequences.